Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that three resolution 360 clip devices were used in the ascending colon during a colonoscopy procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the clip was passed down the colonoscope and the nurse was attempted to release the clip from the catheter; however, the clip was unable to be opened and would not deploy off of the catheter. Several attempts were tried to deploy the clip; however, the same issue happened to the second and third resolution 360 clip devices. Reportedly, the clips were removed, and the procedure was completed with another resolution 360 clip device. It was also noted that none of the deployment stages were felt. There were no patient complications reported as a result of this event.